Event description:
The reporter stated that the surgeon successfully implanted a cc4204bf plate collamer lens. The cartridge tip split as the lens was advancing through the cartridge with no damage to the lens. No patient injury. It was unknown why the cartridge tip split.